Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances measuring above 3000 ohms, which led to a lead safety switch (lss) on the right atrial (ra) lead channel. It was also noted that there was intermittent loss of capture with intermittent asystole which caused the patient to experience shortness of breath and anxiety. Technical services (ts) advised on programming options for unipolar pacing and bipolar sensing. No additional adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances measuring above 3000 ohms, which led to a lead safety switch (lss) on the right atrial (ra) lead channel. It was also noted that there was intermittent loss of capture with intermittent asystole which caused the patient to experience shortness of breath and anxiety. Technical services (ts) advised on programming options for unipolar pacing and bipolar sensing. No additional adverse patient effects were reported. This system remains in service.